Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 19/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on 13/dec/2022 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime daily (dosage, duration unavailable). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2022 for methicillin-susceptible staphylococcus aureus (mssa), and the patient¿s vancomycin and ceftazidime were discontinued. The patient was prescribed ip cefazolin daily (dose, duration unavailable) and was discharged on (B)(6) 2022 in stable condition. Pdrn attributed causality to a touch contamination event, due to the family not assisting the patient with ccpd therapy. The patient admitted touching the pd catheter (not a fresenius product), frequently without performing proper hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain, which warranted hospitalization and antibiotic therapy. Causality was attributed to a touch contamination event, as the patient wasn¿t receiving the support, she required to complete ccpd therapy. As a result, the patient admitted she frequently touches the pd catheter (not a fresenius product) without performing proper hand hygiene. Per the pdrn, the serious adverse events were unrelated to any fresenius device(s) and/or product(s). Staphylococcus aureus is commonly found in the mucus membranes and skin of humans and is the most frequent organism associated with peritoneal infections in pd patients. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet user expectations or manufacturer specifications. It is well established that those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum.

Event description:
On 19/jan/2023, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was hospitalized on (B)(6) 2022 due to peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) revealed the patient presented to the emergency room on (B)(6) 2022 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (elevated, results unavailable) were collected, and the patient was admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) vancomycin and ceftazidime daily (dosage, duration unavailable). The patient¿s peritoneal effluent culture result returned positive on (B)(6) 2022 for methicillin-susceptible staphylococcus aureus (mssa), and the patient¿s vancomycin and ceftazidime were discontinued. The patient was prescribed ip cefazolin daily (dose, duration unavailable) and was discharged on (B)(6) 2022 in stable condition. Pdrn attributed causality to a touch contamination event, due to the family not assisting the patient with ccpd therapy. The patient admitted touching the pd catheter (not a fresenius product), frequently without performing proper hand hygiene. Per the pdrn, the events were unrelated to any fresenius product(s) and/or device(s).